Event description:
Other side effects of electroshock treatments are: 1) post-traumatic stress disorder that may last the rest of your life; 2) inability to cook food as good as you once did; 3) inability to dance fast or exercise a lot; 3) bewilderment. You ask yourself "why is the state doing this when they're supposed to protect you. Also anger.